Event description:
The customer alleged to have used the wrong filters in the aesculap processing pan. The customer reported that the filters were paper. The wrong filters were used for approximately six months. The customer was informed that the load may cancel and the indicators may not turn correctly. The customer reported that they have not had any positive biological indicators (bi's), any increased in infections, or cancelled cycles. The customer stated that the indicators change color correctly. There were no injuries reported from the event.